Event description:
Discordant immulite 2000 acth results were generated on one patient sample. The laboratory repeated the sample and the repeat results confirmed patient value from previous month. A corrected report was sent to the physician. A second sample was also found to be low, it was repeated and a corrected report sent out. There was no known report of treatment given or withheld based on the discordant acth results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched and contacted the customer. The customer declined service as they stated that the discordant results were due to a sample mixing issue. The instrument is performing within specifications. No further evaluation of the device is required.